Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a vessel below the knee. A 2.5mm x 80mm x 150cm coyote¿ balloon catheter was advanced for dilation; however, the "thread" broke. The device was completely removed together with a long sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.